Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the operating room for a lead revision. The patient was previously seen in clinic with episodes of noise on the ventricular lead leading to inappropriate vf detection. The patient did not receive any inappropriate shocks or atp. The lead was successfully replaced. No further information is available.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.